Event description:
Multiple lower than expected vitros chemistry products valp reagent results were obtained from non ocd quality control fluids when processed on a vitros 5600 integrated system. Control level 2: results of 101.9, 102.5, 100.5, 100.1 ug/ml vs. Expected result of 131.0 ug/ml. Control level 3: results of 61.8, 62.0, 62.6, 59.9, 60.5 ug/ml vs. Expected result of 79.9 ug/ml. No patient sample results were known to be affected. However, biased results of the direction and magnitude observed may lead to inappropriate physician action if not detected. There was no allegation of patient harm. This report is number two of three MDR¿s for this event. Three 3500a forms are being submitted for this event as three devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).

Manufacturer narrative:
The investigation confirmed that lower than expected vitros valp results were obtained from quality control samples when processed on a vitros 5600 system. The investigation was unable to determine a definitive root cause. Within run precision testing demonstrated the instrument was performing as expected. There is no evidence to suggest an instrument malfunction occurred. Review of quality control data revealed unexpected vitros valp performance associated with three vitros valp lot 2511-21-3238 reagent packs. With the exception of values obtained from these three reagent packs, historical quality control data demonstrated acceptable performance. There is no indication of a systemic issue associated with the valp reagent lot at the customer site. Therefore, a transient reagent pack issue or inconsistent reagent pack handling cannot be ruled out as contributing factors to the event. The root cause of the event is unknown.